Event description:
Pyxis anesthesia devices are consistently dropping their wireless connections on our campus. Therefore, the connection is not strong enough to send and receive data. This results in patient information not updating within the devices, and transactions within the devices not being communicated back to the server. Our wireless team has worked with the vendor (bd) to investigate multiple suggested solutions for improvement, but the issue is ongoing. Our wireless team has determined that the current 2.4 ghz network will not allow these devices to hold their wireless connections due to the design of the pyxis hardware and limitations associated with this 2.4 ghz network. Our wireless team tested using an external 5g wireless card/dongle, which did stabilize the connectivity. The vendor tells us we are not allowed to use this external card/dongle because the devices are FDA regulated. While there is an option to hardwire these devices, the impact to workflow within the operating room setting would be undesirable. FDA safety report ID# (B)(4).